Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy with esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, when the first band was attempted to be deployed, the succeeding bands deployed off of the ligator instead. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.